Manufacturer narrative:
"The event of high impedance was reported to abbott. The drg battery and three leads explanted from patient. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy. During a drg system revision on (B)(6) 2023, system diagnostics recorded high impedances on contact 12. As a result, the entire drg system was explanted to address the issue.